Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. Pacing pauses were seen on telemetry with possible rates in the 20's were which were below the programmed lower rate of 40 beats per minute. A remote transmission indicated that the ICD was currently functioning as programmed. No further patient complications have been reported as a result of this event.